Event description:
It was reported that a patient using the ilet with a 6 mm steel cannula experienced hypoglycemia, with a documented blood glucose of 57 mg/dl, and the caregiver asked how to stop insulin delivery; education was provided that the ilet suspends insulin delivery when glucose is falling rapidly or below 70 mg/dl, and oral carbohydrate treatment was administered per the healthcare provider¿s plan. Symptoms included hypoglycemia. Outcomes included stabilization of blood glucose back to target range without hospitalization. Investigation included customer support troubleshooting and user education. Investigation of this case revealed no device malfunction reported, that the device behavior was consistent with design for low glucose mitigation, and that the cause of the hypoglycemic event remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.